Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. It was reported the cassette had the green stop. Per reporter residual volume was: 210.8, rate 5.4 and 39.2 was given. No adverse patient effects were reported. No additional information is available at this time.